Event description:
During initial testing at the manufacturing site the pump underdelivered. The received measured volume was 18.32ml, from an expected 20ml. Delivery accuracy specifications for this device required delivery of 20ml +/-1ml (+/-5%).